Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a visual inspection was performed on the returned device and the reported separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported hub/hypotube separation appears to be related to circumstances of the procedure. Based on the returned analysis and the reported information, it is likely that manipulation and/or inadvertent mishandling of the device during preparation likely caused the hypotube at the hub to kink resulting in the hypotube separation. The hypotube fractured faces at the separation were ovalled as if kinked prior to separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that before use and during preparation, when the attempt was made to attach the 3.50x8 mm nc trek rx balloon dilatation catheter (bdc) to the inflation device, the hub separated completely from the wire. The bdc was not used and there was no patient involvement. A new, same size nc trek bdc was used without issue. There was no reported clinically significant delay in the procedure. No additional information was provided.